Manufacturer narrative:
Sample will not be returned for eval. A DHR re-review was performed & the iab met all specs & passed all in-process testing. There were no mfg abnormalities established between the DHR & the reported complaint.